Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. Regarding the circumstances that led to the empty pump, it was noted as "scheduled refill date." The patient did not experience any symptoms, and the pump was successfully refilled.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving morphine (concentration and dose unknown) via an implantable infusion pump. Indications for use included non-malignant pain. The patient had no medical history. It was reported that the patient reported a pump alarm on (B)(6) 2016, and their personal therapy manager (ptm) displayed an "8286" e mpty reservoir alarm message. The patient had an upcoming refill appointment on monday ((B)(6) 2016). The issue was not resolved at that time. The patient status at that time was "alive-no injury" and no patient symptoms were specified. No surgical intervention occurred and none was planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.